Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempt. It was also noted that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively, and the explanted device was not returned as it was not released by the facility.